Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that there was an alleged over infusion was identified as a user error. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an alleged over infusion on (B)(6) 2026. Additional information was receiving after contacting the customer on 23 january 2026. The customer re-tested the devices with the same parameters that were used in the incident and found no issues. They mentioned that the issue was likely user error and that they would not be sending back devices or providing logs. The customer also confirmed that there was no patient harm.